Event description:
Covidien received a report from a biomedical engineer of an n-395 with no audio. While the engineer was performing preventative maintenance on the unit the speaker wires detached from the speaker. There was no pt involvement.

Manufacturer narrative:
Customer was sent replacement speaker. Customer declined to return the speaker for evaluation.